Event description:
The user facility reported that the handle broke in half during testing prior to a procedure.  The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.